Manufacturer narrative:
(B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9112785. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-25. Medical device lot #: 9119627. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-05-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: the needles are clogged, it was noticed during medicine aspiration.

Event description:
It was reported that bd precisionglide¿ needles are clogged. This was discovered during use. The following information was provided by the initial reporter: the needles are clogged, it was noticed during medicine aspiration.